Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with their sensor. The customer stated they received a change sensor alert and also calibration not accepted alert. Blood glucose value was 72 mg/dl at and sensor reading was below 40 mg/dl at the time of the incident. The customer stated they had a difference in value regarding sensor glucose vs blood glucose value. Troubleshooting was performed and the customer was advised that the sensor glucose readings will rarely match the blood glucose value meter readings because of how glucose travels through the body. The customer was also advised that larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between the sensor glucose vs blood glucose. The device will be replaced and returned.